Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The auxiliary common gas outlet switch and the bag/vent micro switch were replaced. The unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit would not start mechanical ventilation during a case. Unit indicated 'auxiliary common gas outlet on'. The patient was manually ventilated to complete the case. No report of patient injury.